Event description:
The pt was implanted with a left ventricular assist device. It was reported that the outer rubber on the pt cable was broken and the inside of the cable looked frayed. The cable would not provide power to the system controller. During the eval of the returned cable on (B)(6) 2012, damage to the cable was found that could potentially interrupt pump function. The cable had been damaged in two locations, and intermittent shorting of the internal wires between each other and/or shield wire could interrupt pump function and cause system shutdown.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot# 34990391011) is not known to the MFR as the pt cable is not labeled for single use. The reported event of a compromised 14v power module pt cable with exposed internal wires was confirmed. Visual inspection revealed that the outer jacket on the 18-foot section and black power lead of the cable had been damaged at two locations consistent to being to pinched or crushed. Physical examination of the black power lead and 18-foot section of the cable revealed shield and lead conductor damage. The outer jacket of the black power lead and the 18-foot section in the area of the damage was removed. The braided shield beneath the insulation of the black power lead was partially disrupted, as well as the film insulation under the braided shield. The examination of the inner wires revealed and insulation breach of the internal wires representing the monitoring and power lines for the black power lead. The breach in the wire insulation exposed/shorted the inner conductors of the wires to the braided shield, which caused the continuous audio alarm, and red battery "hazard" symbol while the cable was connected to the power module. The eval also revealed that the shorting of the internal wires had the potential risk of interrupting pump function; however, the eval could not determine if an interruption in pump function occurred during support. The damage to the pt cable appeared to be mechanically induced; however, the eval could not determine the mechanism that contributed to cable damage. No further info is available. The MFR is closing its file on this event.